Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that "no message" alarm went off to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.